Manufacturer narrative:
.

Event description:
Revision surgery of the right hip performed. Reason for revision: large radiographic lesion present in acetabulum. Noted that there was no large bursal collection present outside hip joint. Some dark stained fluid present in joint. Surgeon noted that soft tissue of hip joint looked normal. Acetabulum and superior lesion bone grafted.